Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 6:00pm at home. Caller stated that the end-user tested her blood glucose and received a result of 235mg/dl. A normal result for that time of day is usually around 130-140mg/dl. The end-user took her 15 unit of lantus based on her result. About 45 minutes later the end-user was slurring her words and was unstable i.e. Falling. Ems were called. No food drink or medication was consumed while waiting for ems to arrive. Ems arrived within 2 minutes and tested the end-users blood glucose with their meter and got a result of 35mg/dl. Ems gave the end-user a glucose solution by mouth. Ems did not transfer the end-user to the hospital. Prior to the ems leaving they performed another blood glucose test with their meter and got a result of 85mg/dl and advised the end-user to follow up with her primary doctor. No additional information was provided.